Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (results code and conclusion code). The complaint could be confirmed, since the information for evaluation matches the alleged failure. Medical profession reviewed the received information and noted: the tibial tray looks well fixed. There is an area poster laterally where the tibial tray is not supported by bone. Without early postoperative images it cannot be determined whether this a) was already the case or b) evolved from osteolysis. In case of a) it would also classify as a user related event. There are degenerative changes in the subtalar and midfoot joints. All tar implants are in an intact condition. Note of conversation with sales representative: the revising surgeon was a different surgeon than who initially implanted the device. The rep stated it seemed the original placement of the tibial tray was poorly done by the initial surgeon. The findings by medical profession line up with what the rep is stating. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by original placement. If the device is returned or if any additional information is provided, the investigation will be reassessed.